Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. . Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported inflammation in an eye 3 weeks following an intraocular lens (iol) implant procedure. The symptoms recovered after steroid treatment. The lens remains implanted. Additional information has been requested.